Manufacturer narrative:
(B)(4). Event year only reported: 2023. Batch #: w70384. Additional information was requested and the following was obtained: yes, the device was unsterile with the cord between the tyvek and plastic. Additionally the cord was compressed and looked damaged. It was packed and shipped back today. I do not have tracking info. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. The device was returned outside its original packaging and the tyvek was returned. Upon visual inspection, it was observed that the tyvek from the packaging was damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported packaging issue. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that post-op to the unknown procedure, was notified by the supply chain staff that the or staff brought them a device that was opened and discovered to have part of the cord captured in the tyvek/plastic tray seal. The device was not placed onto the sterile field. Unknown if the procedure was completed successfully.